Event description:
It was reported that during a supply change the infusion set lifted out of the applicator when the needle guard was removed, consistent with an infusion set deploying incorrectly. There were no reported clinical effects. Outcomes included no health consequences. Investigation included troubleshooting and user education. Investigation of this case revealed user-handling factors consistent with improper deployment of the infusion set, with no device performance anomaly confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.